Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. The report will be updated if the investigation requires.

Event description:
It was reported that the device was leaking oil. This was found during sterilization so there was no pt involvement or adverse consequences.